Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to have delivered one shock due to a suspected supraventricular tachycardia (svt). Technical services (ts) was consulted and discussed stored episodes as well as device settings. This ICD remains in service. No additional adverse patient effects were reported.